Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unspecified alarms occurred with multiple cartridges during the load process. The customer's blood glucose level ranged from no impact to 191 mg/dl. The customer loaded a new cartridge to address the alarm and resumed insulin delivery.